Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain. The surgeon also noted that the cobalt and chromium levels were elevated and a large effusion. The modular head and taper insert were removed and replaced with an active articulation acetabular liner and modular head.